Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2ta9f implanted: (B)(6) 2023. Explanted: (B)(6) 2024 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the issue was resolved.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID: 978b128 (lot: va2ta9f); product type: 0200-lead; implant date: on (B)(6) 2023; explant date: on (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction/sacral nerve stim and urge incontinence. It was reported that they reported a loss of therapy to their healthcare provider (hcp) last week, so the hcp did an x-ray and confirmed that the lead had pulled out of position, which was why the patient was getting no stimulation. They had a lead revision where they received a new lead on (B)(6) 2024.